Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and associated right ventricular (rv) lead reported that the device was beeping. The patient was seen in clinic for device testing where it was noted that the device had recorded a low, out of range shock impedance measurement. The system will continue to be monitored. There were no adverse patient effects reported.